Event description:
It was reported that the patient had a break in aseptic technique during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused bacterial peritonitis. The peritonitis was manifested as fever, abdominal pain and tender stomach. On an unreported date in the same month, the patient was hospitalized for the event. On an unreported date, the patient began treatment with vancomycin (intravenously, dose and frequency not reported), ceftazidime in pd bag (intraperitoneally, dose and frequency and route not reported) for the treatment of peritonitis and heparin (dose, frequency and route not reported) for fibrin in bag. On an unreported date in the same month as the onset, the patient was recovered from the event and was discharged from the hospital. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Date of event was reported as 'an unreported date in (B)(6) 2013'. The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.